Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as motor error alarm. Customer's blood glucose level at the time 109 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor (gold). Unable to verify excessive no delivery alarm due to prime anomaly. Insulin pump passed the displacement, rewind, basic occlusion and occlusion test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked belt clip slot, minor scratched display window.